Event description:
The following information was reported: during the 30 second hold, the balloon lost pressure and pulled through. A hematoma of 2 cm in size formed. Manual compression was held for 17 minutes to achieve hemostasis. In the doctor's opinion, the event was caused by the mynx device/procedure because the balloon ruptured. Additional information: at prep, the black marker o the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Unusual force was not applied while shuttling down/retracting. Procedure type: angiogram of lower leg extremity vessel size: 6 mm vessel location: femoral head stick location: femoral head sheath size: 6 f

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4).